Event description:
It was reported that the user experienced intermittent loss of bluetooth connection between the dexcom g7 sensor and the ilet, occurring about one to two times per week, with automatic re-pairing after bringing the pump closer to the sensor; the user noted occasional hyperglycemia associated with these connection losses. Symptoms included episodes of high blood glucose. Outcomes included temporary impact to glucose control without hospitalization or medical intervention. Investigation included complaint intake and collection of device-use details to assess signal integrity and pairing behavior. Investigation of this case revealed sporadic signal loss likely related to body placement and distance between the pump worn on the left side and the sensor on the right arm, with successful reconnection when proximity was increased. It was concluded that the device functioned as designed with intermittent communication interruptions attributable to use conditions, and no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.